Event description:
The customer reported being in the emergency room due to high blood glucose of 454mg/dl. The customer stated that he was on insulin and fluids drip since he arrived to the hospital and now his blood glucose is running high again. The customer experienced vomiting, nausea, and diarrhea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a check settings alarm. The customer mentioned that the insulin pump does not alarm when his reservoir and battery gets low. After receiving the high pressure test the high pressure test was performed and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.